Event description:
It was reported that this pacemaker device exhibited high out of range pace impedance measurements greater than 3000 ohms. The leads are not boston scientific products. When this pacemaker device was replaced, the lead impedance was measured using a pacing system analyzer (psa) and found to be within normal specification limits. Based on this, it was determined there was no lead failure. As a result, the pacemaker device was explanted and replaced, and the leads remain in-service connected to the new pacemaker device. No additional adverse patient effects were reported.